Event description:
It was reported that during an unknown procedure, the device misfired three times. The device was fired on the vessel and after firing there was bleeding. The clips did not form properly. It is unknown how the procedure was completed. These are all the details provided.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 19 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.